Event description:
Related manufacturer reference number: 2017865-2023-51686. It was reported that the patient's pacemaker and right atrial (ra) lead exhibited oversensing of noise which resulted in automatic mode switch episodes. No intervention was performed. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.